Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Notification of lead with extra electrical activity in and around patients native qrs questionable emi. Suggested arm movements to see if able to recreate. The lead remains implanted.